Manufacturer narrative:
All operating currents were within specification. No unexpected low battery or off no power alarms were noted. The pump passed the functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm tests. The low reservoir alert functioned properly. The pump did not resume on its own during the suspend mode. The pump gave an alert/beep every 15 minutes properly during the suspend mode. The pump was received with minor scratches on the lcd window, a cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 600 mg/dl at the time of incident. The customer's blood glucose was 584 mg/dl at the time of hospitalization. The customer stated that they were given IV drip to treat the blood glucose. The customer stated that they were on back-up plan. The customer stated that they were wearing the insulin pump during hospitalization. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find site and insulin issues and setting issues. The customer performed high pressure test and the insulin pump passed. The customer mentioned that the insulin pump had a missing dome sticker. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.